Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
Prior to clinical representative (cr) on site intervention, the surgeon complained of sluggish rosa software on the planning station. Cr confirmed sluggishness while on site. The surgeon has reported similar observations prior to this intervention where temporary stores had been emptied, which helped only temporarily. The surgeon reported that the planning station seemed to sometimes work slightly faster when the power cord was unplugged. This was repeated by cr on site, but made no noticeable difference. Since the installation of the (B)(4) fast follow upgrade, the surgeon has reported increased sluggishness where it takes an additional 90 minutes to plan a surgery. Emptying temporary stores and ¿de-fragmentation¿ has been attempted since the installation of (B)(4) software, but has made no difference. Today, cr re-attempted auto-configuration and reinstallation of (B)(4) rosa software to see if this improve the sluggishness of the software. This did not make a difference. At this time, an urgent request has been submitted for a new laptop as this is a high volume site that is not pleased with having to spend additional time planning a surgery due to slow software.

Event description:
Prior to clinical representative (cr) on site intervention, the surgeon complained of sluggish rosa software on the planning station. Cr confirmed sluggishness while on site. The surgeon has reported similar observations prior to this intervention where temporary stores had been emptied which helped only temporarily. The surgeon reported that the planning station seemed to sometimes work slightly faster when the power cord was unplugged. This was repeated by cr on site but made no noticeable difference. Since the installation of the 3.1.4 fast follow upgrade, the surgeon has reported increased sluggishness where it takes an additional 90 minutes to plan a surgery. Emptying temporary stores and ¿de-fragmentation¿ has been attempted since the installation of 3.1.4 software but has made no difference. Today, cr re-attempted auto-configuration and reinstallation of 3.1.4 rosa software to see if this improve the sluggishness of the software. This did not make a difference. At this time, an urgent request has been submitted for a new laptop as this is a high volume site that is not pleased with having to spend additional time planning a surgery due to slow software.

Manufacturer narrative:
Analysis of the data did not permit to find a cause for the slowness of the planning station. The planning station would need to be returned to the manufacturing site for further investigation. However, since no recent similar issue was reported, it was decided that the planning station would not be replaced, and that the investigation could be closed.